Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had changed the battery 3 different times and the insulin was down to 0. Customer confirmed that there was a power error on the pump. Customer's blood glucose was 12.8 mmol/l during the time of the power error. Customer stated that she has done the rewind/reload and the pump has not restarted itself. Customer stated that the settings were fine and nothing was deleted. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that if she decides to use continue use the pump, she should be sure that the pump is delivering insulin.